Manufacturer narrative:
Other relevant device(s) are: product ID: etbf2516c124e, serial / lot #: (B)(4), ubd: 19-dec-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 30 mm diameter right iliac and distal abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 6 months post implant with a limb occlusion on the right side. The patient received treatment on the same day. An embolectomy was carried out and the limb was realigned. A cuff was also used to trap the retained thrombus. It was reported that flow was good at the end of the procedure and the occlusion was resolved. As per the physician, the cause of the event was that the patient underwent spinal surgery and was prone for a period of time. No additional clinical sequelae were reported and the patient is fine.